Event description:
Customer stated he received 3 positive salicylate results on external proficiency samples which should have resulted as negative. Two of the samples were found to have discrepant results: sample 1 gave 39.3 mg/dl, repeated (B) (6) 2009 gave 39.6 mg/dl. Sample 2 gave 40.9 md/dl, repeated (B) (6) 2009 gave 40.4 mg/dl. Per survey vendor, there was no salicylate present in the challenge samples. Customer stated they did not convert the salicylate results to the correct units when reporting the survey, however, even after correction to the correct units, the results are still considered discrepant. No erroneous or discrepant pt results were generated. If additional info is received, appropriate notification will be provided.